Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation; product was discarded by the customer. The documentation review of reported lot did not reveal any anomalies that could cause the reported condition. No event was recorded for the mentioned lot; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The complaint is unconfirmed. The root cause for this complaint is undetermined.

Event description:
A patient care director reported that on (B)(6) 2018, an ins8400 accudrain had a crack at the stopcock. Additional information was received on 05apr2018 stating that the clinical team noticed that the transducer was not working/reading properly and the patient was on clamp trial. While addressing the transducer, the clinical team accessed the stopcock to flush the system. Upon flushing the system, a leak was noticed from the stopcock. With further investigation, the stopcock was found to be cracked. There was probably a small to moderate amount of leakage which was most likely a mixture of flush and csf since the clinical team was flushing at the time it was discovered. The device was removed from the patient and a new device was installed.